Event description:
They could not change the pressure setting on (B)(6) 2010 even under x-ray with pak and pak2. They had successfully changed the pressure setting a few times before (B)(6). They replaced the valve on (B)(6) 2010. They would like to know the root cause of this event.

Manufacturer narrative:
The incident has been reported to manufacturer on 05/17/2010. Results of analysis will be developed in a follow-up report.